Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5.5 months ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that the aortic neck was conically shaped. It was reported that there was a junctional type iii endoleak between the bifurcated stent graft (MFR report # 2953200-2010-01757) and the proximal aortic cuff (MFR report # 2953200-2010-01758). The bifurcated stent graft may have been placed low at the time of implant. The physician elected to intervene by placing two aortic cuffs from another manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (conically shaped aortic neck), (bifurcated graft may have been placed low at the time of implant). Conclusion: (conically shaped aortic neck), (bifurcated graft may have been placed low at the time of implant).